Event description:
"Removal of foreign object. Blue protective trocar tip removed from abdomen."

Manufacturer narrative:
In the absence of this subject device, it is not possible to determine the cause and failure mode. We would not review the device history record of this device, due to the lot number not being provided. As a result, we are concluding our investigation and closing this incident file.